Event description:
It was reported that, dr (B)(6) implanted a conical stem today and needed to remove it. He threaded a mcreynolds extraction adapter into the stem to remove it and gave 2 swift slides of the slap hammer and the tip of the mcreynolds extractor broke off. We removed the stem with the insertion handle. No time was lost in surgery and there was no adverse patient outcomes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.